Manufacturer narrative:
As reported in a research article, an amplatzer talisman occluder was implanted off-label inside a watchman device to close a peri-device leak around the watchman. Residual shunt around the watchman remained reportedly due to non-approximation of the proximal disc. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Literature attachment: article title "fourth time¿s a charm: complex closure of incomplete left atrial appendage exclusion".

Event description:
The article, "fourth time¿s a charm: complex closure of incomplete left atrial appendage exclusion", was reviewed. The article presented a case study of a 69-year-old man with a history of atrial fibrillation (af) presented for the management of recurrent ischemic strokes. It was reported that on an unknown date, a 35-25mm amplatzer talisman pfo occluder was chosen for procedure with a 12f non-abbott deflectable sheath to occlude a peri-device leak of a previously implanted 27mm non-abbott device. It was then noticed via computed tomography angiography (cta) there was a residual shunt of the device due to non-approximation of the proximal disc. A decision was made to implant a 25-18mm amplatzer talisman pfo occluder and the patient's left atrial appendage was successfully closed. [The primary and corresponding author was rodney horton, texas cardiac arrhythmia institute, st. David¿s medical center, 3000 n. Ih-35, suite 720,austin, texas 78705, USA, with corresponding e-mail: rodney.horton@gmail.com].